Event description:
Customer reported that a fire occurred in the nicu while the pt was on the ventilator, using a 7100-4s2 heated circuit and an fisher and paykel mr730 heater. Flames were noted by the staff. The pt was removed immediately and there was no reported injury.